Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had returned to their clinic for follow-up and the r waves had decreased and pacing thresholds increased to 4.5 millivolts (mv) at 2.0 milliseconds (ms). A chest x-ray confirmed that the lead had pulled back. There was no pacing inhibition or asystole. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.